Event description:
The implant has poor alignment in the maxillary #7 area. One person affected.

Manufacturer narrative:
Co's conclusion in this case remains the same. The problem experienced was due to poor alignment, not due to the implant.